Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump alarmed motor error. The current blood glucose reading is 202 mg/dl. Customer is treating with manual injections. Customer is not using the insulin pump at this time; she is waiting for the replacement. Customer reported a low glucose event. Customer was at work and could feel her blood glucose dropping. Customer passed out in her chair. The paramedics were called. Customer went low due to no insulin for three hours. Customer did not eat. The blood glucose reading at the time of the event was 15 mg/dl. Nothing further reported.